Manufacturer narrative:
(B)(4). G2- foreign - turkey. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that attachment stopped and did not work again during the surgery. No consequences or impact to the patient. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, d4, g3, g6, h1, h2, h6, h11. No product was returned or pictures provided; visual and functional evaluations could not be performed. A review of the device history record identified no deviations or anomalies during manufacturing. A review of complaint history identified additional similar complaints for the reported item and part and serial combination. Complaints are monitored through monthly complaint reviews to identify potential adverse trends. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.